Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01200, 2210968-2021-01201. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? Procedure name/date? Event date? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on and unknown date and suture was used. During the procedure, the suture easily broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/17/2021. A manufacturing record evaluation was performed for the finished device lot number an7367, and no non conformances / manufacturing irregularities were identified. Additional h-3 summary: the product was returned for evaluation. Visual inspection and functional tests were conducted on the returned device. Visual analysis of the returned sample determined that one an opened sample of product code mic109g was received for evaluation. Suture/cannula pullout could be observed in the sample. The visual inspection concluded that the suture was detached from the plug before to break the score point. The suture/cannula pullout defect has been correlated to the manufacturing process. The scored point was noted intact and the knot was configured correctly and conform to the visual standard. A functional test could not be performed. Based on the information currently available, the suture / cannula pull out was identified during the investigation of the sample received. This product issue will be addressed through quality system. Representative samples: visual analysis of the returned sample determined that three unopened sample of product code mic109g were received for evaluation. The device was intact into the original packet, the device was removed without problem, the loop is open, no damaged or breakage suture could be observed in the sample. The scored point was noted intact and the knot was configured correctly and conform to the visual standard. A functional test was performed to sample and the knot is closed until the end without problems. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Additional h6 component code: g07002 ¿ conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.